Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm. Symptoms reported included pain and skin inflammation. The patient went to the emergency room (ER) and was diagnosed with a skin infection. At the ER, the site was numbed with lidocaine, lanced and drained, and covered with gauze. Patient was also prescribed percocet (5mg, to be taken every 4-6 hours for pain). Patient also reported having blood glucose levels over 600 mg/dl, but there was no treatment specified for this issue while in the ER.